Event description:
The ge oec 9600 fluoroscopy system had the power cord kick out of the facility outlet, and the system was not able to recover. The system became inoperable.

Manufacturer narrative:
A ge oec service rep investigated the issue and found that during use, the system, power cord was kicked out of the wall. The system never recovered and the malfunction was traced to a fuse on the 24v power supply (ps2). The fuse was replaced, the system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.